Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion batteries (s/n (B)(4), (s/n (B)(4) and (s/n (B)(4) intermittently powers on autopulse platform (sn (B)(4). The batteries were successfully charged in an autopulse multi-chemistry battery charger (mcc) (sn (B)(4). The autopulse platform does power on with another autopulse li-ion battery. No patient involvement. Please see the following related MFR reports: MFR (B)(4) (sn (B)(4) and MFR (B)(4) (sn (B)(4) for the autopulse li-ion batteries.